Manufacturer narrative:
Date of event was approximated to 04/06/2016 (implant date) as no event date was reported. This complaint was reported by the patient's lawyer. The device was implanted at (B)(6) by dr. (B)(6). Although the most recent manufacturing site for advantage is boston scientific in (B)(4), the reported lot involved in this complaint was manufactured by: (B)(4). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Event description:
It was reported to boston scientific corporation that an advantage fit was implanted on (B)(6) 2016 and was explanted on (B)(6) 2018. As reported by the patient's attorney, the patient was diagnosed with uterine prolapse and underwent surgery to correct her diagnosis. The procedure was completed without complications and was discharged the day following her surgery. On (B)(6) 2016, the patient lifted a heavy object and the prolapse reoccurred. She underwent another surgery to address the reoccurred prolapse. On (B)(6) 2017, the patient went to see a physician and found that her vault was well supported and surgery is not recommended as of the moment. Conservative treatment was recommended instead. The patient underwent a cystourethroscopy procedure. On (B)(6) 2018, patient's symptoms of pain became worse and she underwent a complete excision of the mesh. Granulation tissue was also excised. The patient experienced the following complications including pain, bleeding, vaginal scarring, continued incontinence, and recurrence of organ prolapse.